Event description:
Patient with implanted intrathecal pump on admission to hospital. Patient went to MRI on (B)(6) at which time pump was placed in "stall" mode. Pump interrogated on (B)(6) and still read pump "stall" at which time, interrogation read "stall recovery". Medtronic rep told provider based on log of report data, pump should have not been running from (B)(6). Provider aspirated pump to determine how much medication left in pump and based on calculations and amount retrieved, pump would have been delivering medication the whole time. Discrepancy between interrogation device, it pump and what is actually occurring could have resulted in death or serious adverse outcomes.